Event description:
Patient reported right side "rippling", "feels like a ziplock bag with water". Looks weird", "feels like they are compromised" and "feels like they are going to come out," and a "possible slow leak". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.